Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a build-up of contrast media inside the balloon. A visual and tactile inspection of the device found no kinks or damage along the entire length of the device. Using an encore inflation unit, the balloon was inflated to its rated burst pressure with no leaks or resistance. The inflation device was verified before and after use with a calibrated pressure gauge. Using the same inflation device a vacuum was pulled and the balloon deflated fully with no restrictions noted. The balloon was inflated and deflated from its rated burst pressure three more times and on each occasion the balloon deflated fully in an average time of 7 seconds. The deflation time was recorded using the digital timer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issues occurred. The 60% stenosed target lesion was located in the non tortuous and non calcified common iliac vein. A 8.0 x 100, 135cm mustang¿ balloon catheter was used to dilate the lesion. After dilatation, it was noted that the balloon would not deflate properly, taking 2-3 minutes to deflate but only partially making it hard to remove from the unspecified sheath. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Event description:
It was reported that deflation issues occurred. The 60% stenosed target lesion was located in the non tortuous and non calcified common iliac vein. A 8.0 x 100, 135cm mustang¿ balloon catheter was used to dilate the lesion. After dilatation, it was noted that the balloon would not deflate properly, taking 2-3 minutes to deflate but only partially making it hard to remove from the unspecified sheath. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).